Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did verify the observed depleted hlc levels. During testing, the device was able to charge and deliver defibrillation therapy. The device was opened and an internal physical inspection was performed. No discrepancies were observed. The cause for the reported issue could not be determined.

Event description:
The customer initially reported to physio-control that the charge-pak and attention icons were illuminated on their device. After an evaluation of the device, it was observed that the internal hlc batteries had depleted to "0", which is an indication that the device may not have sufficient power available to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.